Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the turbine module was adjusted and air inlet filter was cleaned to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The turbine module generates compressed air and delivers air to the inspiratory gas. The airflow to the turbine and to the patient is protected by an air inlet filter. The air inlet filter consists of a hepa (high efficiency particulate air) filter and a dust filter. Both filters are articles of consumption and dust filter for the air inlet filter consumption is approx. 15 pcs/year and air inlet filter for the turbine module needs to be replaced once a year or every 5000 hours of operation, whichever comes first. Air inlet filter is included in maintenance kit servo-air 5000 h. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to turbine module and air inlet filter.

Event description:
It was reported that the ventilator generated technical error code indicating turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).